Manufacturer narrative:
Visual inspection, dimensional analysis, and functional testing were performed on the returned device. The reported air leak (bubbles in sidearm during purge) was not able to be confirmed, as the device was able to purge liquid through the purge hole, without any bubbles visible in the sidearm tubing nor anywhere else during the purge. There were no holes nor tears to the returned catheter sheath. Based on the information provided and analysis of the returned device, the cause for the reported air leak (bubbles) was unable to be determined. The returned device was able to purge as expected, and without any bubbles, leaks, or anomalous flow. In this case, it is possible the syringe was not adequately fastened onto the luer fitting, the device was not prepped accordingly, or the user retracted on the syringe plunger while connected to the catheter¿all of which could cause an air leak, but none could be confirmed based on the returned device testing results. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed in the left anterior descending (lad) artery. The dragonfly opstar imaging catheter was purged and advanced into the anatomy. However, small air bubbles were noted in the side port of the dragonfly catheter and the decision was made to purge the device again. The dragonfly was removed from the patient anatomy and a small syringe was refilled with 100% contrast to purge the device again. Small air bubbles were still noted. Another dragonfly opstar was used to complete the procedure. There was no reported adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.